Manufacturer narrative:
Final analysis found that the outer insulation was abraded and exposing outer coil at 19.7 cm to 19.9 cm and at 20.5 cm to 21.0 cm from the connector pin, due to friction to the device can. The abrasion could have caused the reported noise problem.

Event description:
It was reported that the atrial lead exhibited noise. A chest x-ray revealed that the lead sustained rib clavicle crush. The lead was explanted and replaced on (B)(6) 2013.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.